Event description:
A pin in the connection of the disposable edwards lifesciences swan-ganz thermodilution pulmonary artery catheter was bent, and upon connection to the co cable and edwards monitor, the pin was broken and connection could not be made. Without this pin, monitoring could not take place and this caused the swan to be unusable. Medical doctor had to remove the swan-ganz thermodilution pulmonary artery catheter after placement and put a new device in. Manufacturer response for catheter, flow directed, swan-ganz ccombo v (per site reporter). Emailed vendor on 11/27, no response as of 12/2.